Event description:
Report received on 1/9/2001 that a pt received a left eye miol implant in 2000. In 2000, the pt complained of pain. Examination found inflammation in the anterior chamber and fibrin exudation at anterior lens capsule. The pt received corticoid treatment and the inflammation disappeared. At the pt's last exam in 12/2000, their status was fine. The doctor further stated: "there might be a causal connection to the implanted lenses, but it is clearly not confirmed that the iol is the cause, since similar reaction can also occur without lens implantation."